Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the devices have been very difficult to load. Once they are loaded, the suture has been fraying and breaking. They continue to have issues with the device. No patient injury.